Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse adjusted the drier nozzle on the wash up down due to a clicking sound. The cse adjusted mixer 1 and found that the screws for the horizontal adjustment were loose. The cse verified alignments of the probes, adjusted the sample-dilution probe and adjusted the probe to the track. Precision testing and quality controls were run, resulting within range. The cse also replaced the clot sensor. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Multiple discordant results were obtained on two patient samples tested for multiple methods on an advia 1800 instrument. The discordant results were not reported to the physician(s), as they did not match results previously obtained for these patients. The samples were repeated on the same instrument, resulting higher as expected. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.